Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device or difficult single gripper actuation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device appears to be related to procedural conditions (clip caught on leaflets after several grasping attempts). A cause for the reported difficulty actuating the grippers could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 and rotated heart. A mitraclip xtw was inserted and was advanced under the valve. However, after several grasping attempts, the clip became caught on both the posterior and anterior leaflets. Troubleshooting was performed, but the clip was unable to be removed from the leaflets. It was noted that both grippers were no longer lowering. Therefore, the clip was deployed where it was stuck, attached to both leaflets. It was noted that the clip remained stable on the leaflets. The patient was reported to be hemodynamically stable. There was no clinically significant delay in the procedure.